Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was cracked which resulted in an unintended free flow of solution through the transfer set. During manipulation of the transfer set twist clamp, the patient heard a cracking sound which was followed by the clamp being unable to be closed. The clamp remained open which allowed dialysis fluid to free flow when the patient removed the minicap from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.